Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was an equipment malfunction on equipment that was out of warranty. There was a pin stuck in the white cable of the patient's system controller. The site confirmed that the pin came from the mobile power unit (mpu), as there was a pin missing from the mpu. The heartmate system controller and heartmate 11-volt emergency backup battery were taken out of service and replaced.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a pin stuck in the white power cable of the system controller (serial number:(B)(6) was not able to be confirmed. The system controller was not returned for analysis, but the mobile power unit (mpu) was returned, and the missing pin was found. Provided information indicated that the missing pin was stuck in the system controller¿s white power cable. No log files were submitted. The mpu and system controller were exchanged. The root cause of the reported event was not able to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.